Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument hinge kept getting caught on tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.59mm. The grips were not found to be cracked.